Event description:
It was reported that the customer complained about the insulin pump malfunctioning. Customer stated that he seems to be running out of insulin faster than he used to and he does not know the reason. During troubleshoot; the insulin basal rates and bolus dose settings were going to be checked but the customer stated that he does not know the correct numbers. Customer was advised to contact his doctor to verify if setting are accurate. Customer did not report and high or low blood glucose incidents and stated he has not noticed any insulin leaks. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.